Manufacturer narrative:
Device evaluation summary: the device was received with no fluid. During initial evaluation, siltex cracking was observed on the anterior aspect. Parallel lines of shell wear were also observed on the anterior and extending to posterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing of the device, in accordance with mentor procedures, revealed two rents within the siltex cracking, measuring approximately rent a 0.2 cm and rent b 0.3 cm. No other anomalies were discovered. Complaint was confirmed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 250cc saline breast implants which the left side deflated after implantation. There was also issue with tenderness, pain and swelling. As a result, patient had the device removed and replaced with catalog number 3501635, lot number 6944789, serial number (B)(4) on (B)(6) 2018.